Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the representative (rep) stated the last 3-4 times the patient went to recharge (about every 7 days) they connect and noticed their ins was turned off without them turning it off themselves. Rep looked at the event logs and confirmed that the therapy is showing off when connecting and the patient then had to turn it back on. The patient said they let the battery go down to 10% before they recharge again and the rep noticed a few por's in the event log. Tss reviewed this indicates the ins likely discharged and resulted in a por where the therapy would have turned off. Rep agreed this seems most likely and they are going to meet with the patient to program and change some settings and instruct them to charge more frequently to avoid this happening. Rep added that they also did an impedance check and everything was fine.